Event description:
It was reported that the anchors were found to be broken before being used on the pt.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be mailed.